Event description:
It was reported to philips that the device was unable to generate x-rays. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the end of a planned non-emergency treatment, when the issue occurred, and it was completed as planned by using low dose fluoro in the end. The philips field service engineer inspected the system onsite and confirmed that the x-ray generation was not possible after the system restart. Review of the system log file showed that there was generator issue. During troubleshooting, the fse found that there was malfunction with the anode rotation control unit (roco). The fse replaced the rotor control (roco) unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.